Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.